Event description:
The reporter stated that the surgeon was inspecting a three piece silicone lens model aq2010v and the lens haptic was defective. This was prior to loading into an injection device and there was no patient contact. They didn't know exactly what was defective about the haptic.

Manufacturer narrative:
A work order search. The product evaluation shows the lens has one haptic that is deformed and torn in the optic of the lens. There is clear surgical residue on the lens. The lens was returned in a aq cartridge tray. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.